Event description:
Dealer stated that the right armpad and both clothing guards are cracked on the trex28rf wheelchair. The side guards could be cracking because user puts extreme weight on the arms when transferring. User reported that the clothing guards were pinching her and rubbing against her skin.